Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. Visual indications of an infestation were found under the pump assembly during internal inspection of the cycler. No other discrepancies were encountered during the internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was scrapped following the evaluation due to the infestation encountered.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to technical support (ts) that the screen of the patient¿s liberty select cycler went blank during their pd treatment. The caregiver rebooted the cycler. The ok and stop keys were on, however the screen remained blank. At that point in time, the ts representative advised the caregiver to discontinue use of the cycler and a replacement cycler was issued to the patient. It was reported that the patient would complete their pd therapy by performing a manual exchange. The caregiver was advised to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.